Event description:
Upon hooking up to power injector, end user noted air in power injector syringe upon aspiration. Possible leak at strain release band.

Manufacturer narrative:
Air leakage was determined to be the result of incomplete bonds at the hub strain relief area. Corrective actions have been implemented, including revision of the mfg procedure to verify the integrity of the strain relief bond, re-training of employees on the procedure, and additional testing to be performed on the product for monitoring purposes.